Manufacturer narrative:
The device was returned and evaluated. After compressing and releasing the (90-0664) top and (90-0663) spring, the fork does not return to its original resting position. It remains in a slightly open position. This negatively affects the inserter's ability to hold the allograft. The source of the complaint resides with the (90-0663) spring. Rust, debris and fatigue can affect the spring's restoring force and cause it to remain open and therefore not fully hold the allograft. Impaction and residual use can deform the fork as well.

Event description:
Information provided states that during an acdf case the inserter did not engage the alloquent properly resulting in a delay in the case. Surgeon used the inserter with the assistance of another instrument to complete the case.